Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle and the knot tightened down. The actuator is at the end of the needle. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case- (B)(4).

Event description:
It was reported that during a knee arthroscopy, the t2 of the fast-fix 360 couldn't be deployed. The t1 implant was removed as it was taken out directly. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.